Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-04843. It was reported that during an elective ipg replacement procedure on (B)(6) 2021, it was noted that both leads had high impedances. As a result, both leads were explanted and a new lead was implanted to address the issue.